Event description:
A registered nurse (rn) contacted global technical services regarding a low drain volume (ldv) alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) asked the rn the troubleshooting question. The rn stated he was seeing a lot of air bubbles in the patient line. The tsr explained that it was recommended that the home patient (hp) end therapy and start over with new supplies. The tsr recommended that the hp contact the peritoneal dialysis (pd) rn. The rn confirmed to contact the pdrn before ending the therapy. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no device evaluation or batch review could be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to lack of product sample. A batch review was not performed because the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).